Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips (lots # 3869187 and 3865859) have been returned and evaluated by lifescan product analysis with the following findings: both lots of test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to say when the meter started to read inaccurately. She claimed that on an unknown date and time, she obtained an alleged inaccurately high blood glucose result with the subject meter of "171 mg/dl" compared to "148 mg/dl" on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs' criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. The patient claims that she usually has "several" episodes of "hypoglycemia" per month, where she becomes "dizzy", "shivering" and "sweating". She reported that she also experienced those symptoms before using the meter. She was unable to confirm whether the symptoms were specifically due to the meter. She reported that she usually treats the symptoms by taking "sugar". She denied using any other device to check her blood glucose levels. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. In conclusion, there is no evidence from the information provided that the subject meter malfunctioned. However, this complaint is being reported because the patient claims she obtained inaccurately high readings on the subject meter, administered treatment based on the alleged results and, on a number of occasions, reportedly developed symptoms suggestive of severe hypoglycemia when using the meter.